Event description:
Provided info says that pt underwent a revision to replace broken wires.

Manufacturer narrative:
The product was not returned. The device was discarded at the user facility, therefore, eval by the MFR is not possible.